Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked from port 2; ingredient flowed from port 2 when there was no pumping from this port. This was observed during fluid delivery in the pharmacy. The valve sets were replaced. There was no patient involvement or operator injury. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 24, 2022 - march 29, 2022. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the randomly selected sample which revealed a leak from port 2. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.